Event description:
It was reported that bd vacutainer® rapid serum tube (rst) blood collection tubes thrombin was giving erroneous results on troponin t assay. The following information was provided by the initial reporter: I¿m wondering if you can help me. We use your rsts but are having problems with our troponin t assay, occasional patient results are repeating very poorly. We've investigated various potential issues, but still do not have a root cause. One thing we have noticed is that all of the affected samples have been run on rsts as opposed to ssts, and we have noticed the issue for the last 5-6weeks. Have any changes occurred with production etc. That could have possibly had an impact? This is an ongoing issue which we are continuing to monitor. To date we have had incorrect results reported on 32 different patients. We do believe this is likely an issue not related to tubes now however. This report is for patient 32 of 32.

Manufacturer narrative:
In this MDR, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. As dc be temse is an OEM manufacturing site. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H3. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Lot/batch #: unknown (lots 221202 and 230104 reported in related complaint pr#(B)(4) bd received 5 used samples for investigation. The samples were evaluated by visual examination and no issues were found. Further examination and testing could not be performed due to the tubes being used. Additionally, retention samples from bd inventory of lot numbers reported in related complaint pr#(B)(4) (lots 221202 and 230104) were evaluated by functional testing for troponin t values and thrombin strength (titer), and no issues were observed relating to erroneous results as all samples met specifications. Based on a review of the device history record for the incident lots 221202 and 230104, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode erroneous results. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that bd vacutainer® rapid serum tube (rst) blood collection tubes thrombin was giving erroneous results on troponin t assay. The following information was provided by the initial reporter: I¿m wondering if you can help me. We use your rsts but are having problems with our troponin t assay, occasional patient results are repeating very poorly. We¿ve investigated various potential issues, but still do not have a root cause. One thing we have noticed is that all of the affected samples have been run on rsts as opposed to ssts, and we have noticed the issue for the last 5-6weeks. Have any changes occurred with production etc. That could have possibly had an impact? This is an ongoing issue which we are continuing to monitor. To date we have had incorrect results reported on 32 different patients. We do believe this is likely an issue not related to tubes now however. This report is for patient 32 of 32.